Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 550 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.